Event description:
This IV lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2012 due to diaphragmatic stimulation. The procedure took place at (B)(6) hospital at (B)(6) in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).